Event description:
This literature case was reported by a physician and describes the occurrence of pelvic pain ("occasional stabbing pain") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Literature reference: francisco j. Navarro-trivino , francisco manuel almazan-fernandez , ricardo ruiz-villaverde. Allergic contact urticaria caused by essure. International journal of dermatology. 2020;: 1-3. Medical conditions: the patient had no personal or family history of atopic dermatitis. The patient denied jewelry intolerance. In 2012, the patient had essure inserted. In 2020 she experienced pelvic pain (seriousness criterion intervention required), urticaria ("she started with urticarial lesions"), rash pruritic ("pruritic urticariform rash located in the abdomen, pelvis, and thighs"), pelvic discomfort ("abdominal-pelvic discomfort"), abdominal discomfort ("abdominal-pelvic discomfort") and swelling ("swelling"). The patient was treated with prednisone and cetirizine as well as surgery (laparoscopy to remove essure). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered abdominal discomfort, pelvic discomfort, pelvic pain, rash pruritic, swelling and urticaria to be related to essure administration. The reporter commented: as we have observed in our patient, the refractory to oral antihistamine and oral corticosteroid treatments, as well as the disappearance of the urticariform rash almost immediately after. Diagnostic results (normal ranges are provided in parenthesis if available): [physical examination] (date unknown): wheals without angioedema [skin test] (date unknown): patch test (erythematous-vesicular reaction) for nickel sulfate hexahydrate 5% pet. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This literature case was reported by a physician and describes the occurrence of pelvic pain ("occasional stabbing pain") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Literature reference: francisco j. Navarro-trivino , francisco manuel almazan-fernandez , ricardo ruiz-villaverde. Allergic contact urticaria caused by essure. International journal of dermatology. 2020;: 1-3 medical conditions: the patient had no personal or family history of atopic dermatitis. The patient denied jewelry intolerance. In 2012, the patient had essure inserted. In 2020 she experienced pelvic pain (seriousness criterion intervention required), urticaria ("she started with urticarial lesions"), rash pruritic ("pruritic urticariform rash located in the abdomen, pelvis, and thighs"), pelvic discomfort ("abdominal-pelvic discomfort"), abdominal discomfort ("abdominal-pelvic discomfort") and swelling ("swelling"). The patient was treated with prednisone and cetirizine as well as surgery (laparoscopy to remove essure). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered abdominal discomfort, pelvic discomfort, pelvic pain, rash pruritic, swelling and urticaria to be related to essure administration. The reporter commented: as we have observed in our patient, the refractory to oral antihistamine and oral corticosteroid treatments, as well as the disappearance of the urticariform rash almost immediately after. Diagnostic results (normal ranges are provided in parenthesis if available): [physical examination] (date unknown): wheals without angioedema [skin test] (date unknown): patch test (erythematous-vesicular reaction) for nickel sulfate hexahydrate 5% pet quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This literature case was reported by a physician and describes the occurrence of pelvic pain ("occasional stabbing pain") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Literature reference: francisco j. Navarro-trivino , francisco manuel almazan-fernandez , ricardo ruiz-villaverde. Allergic contact urticaria caused by essure. International journal of dermatology. 2020;: 1-3. Medical conditions: the patient had no personal or family history of atopic dermatitis. The patient denied jewelry intolerance. In 2012, the patient had essure inserted. In 2020 she experienced pelvic pain (seriousness criterion intervention required), urticaria ("she started with urticarial lesions"), rash pruritic ("pruritic urticariform rash located in the abdomen, pelvis, and thighs"), pelvic discomfort ("abdominal-pelvic discomfort"), abdominal discomfort ("abdominal-pelvic discomfort") and swelling ("swelling"). The patient was treated with prednisone and cetirizine as well as surgery (laparoscopy to remove essure). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered abdominal discomfort, pelvic discomfort, pelvic pain, rash pruritic, swelling and urticaria to be related to essure administration. The reporter commented: as we have observed in our patient, the refractory to oral antihistamine and oral corticosteroid treatments, as well as the disappearance of the urticariform rash almost immediately after. Diagnostic results (normal ranges are provided in parenthesis if available): [physical examination] (date unknown): wheals without angioedema [skin test] (date unknown): patch test (erythematous-vesicular reaction) for nickel sulfate hexahydrate 5% pet. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal verification this case was found to be duplicate of (B)(4) therefore this case needs to be delete from argus database. All information, source documents, references & events are transferred to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.